Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. Based on the results of the investigation, foreign object could not be identified, therefore, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that foreign objects on the light guide lens was found. There was no patient involvement.